Manufacturer narrative:
The cobas e 411 analyzer (disk system) serial number is (B)(6). The calibration is within the expected range on (B)(6) 2025, the same calibration used on the day of the event. The calibration on (B)(6) 2026 was out of range. There was no qc data provided, and there is no record of the customer using qc. The customer stated that they had run out of controls. The investigation determined that the cause of the erroneous results was that there were no rack adapters used for the 13mm tubes. The correct use of standard tube rack adapters (sdtas) is mandatory for 13mm tubes, to prevent incorrect results and errors due to misaligned sample tubes. False reactive results may occur in the elecsys hiv combi pt, as the assay has a specificity of less than 100%. Per product labeling, "all initially reactive samples should be redetermined in duplicate with the elecsys hiv combi pt assay. If cutoff index values are = 1.0 in either of the redeterminations, the samples are considered repeatedly reactive and must be confirmed according to recommended cdc confirmatory algorithms." "For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation determined that the assay performs within specification.

Event description:
There was an allegation of a questionable false positive elecsys hiv combi pt result from the cobas e 411 analyzer (disk system) for one patient. The initial result was 23.72 coi (reactive). On (B)(6) 2026, the result was 0.313 coi (non-reactive), performed with a new calibration. The sample was repeated again on (B)(6) 2026 on another e 411, and the result was 0.123 coi (non-reactive). A confirmation test was performed, and the viral load was negative.